Event description:
It was reported that the device shutdown during use. Reportedly, the screen went black and there was no oxygen or pressure coming from the device. The device was replaced. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation was based on the provided information. Based on the available information, it could be determined that there was a persistent failure of the solid-state drive. The solid-state drive must be replaced. If the disk drive is not accessible for the microprocessor system, the safety software initializes a warm start of the cockpit. If the disk drive is not accessible even during the warm start, the cockpit's boot process cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. In this case, the ventilation continues with the set parameters. Monitoring functions and the user interface of the cockpit are not available. Safety-relevant parameters such as fio2, minute volume or airway pressure are displayed in the additional oled display, in which the user can see the ongoing ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shutdown during use. Reportedly, the screen went black and there was no oxygen or pressure coming from the device. The device was replaced. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.